Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator would not power on and had an odor of overheating during preparation for use. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem of unit not powering on but no overheating smell. The fse reported the motor controller pcb board, power management pcb board and power supply were replaced to address the reported problem. Applicable final testing was performed per operating specifications. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Event description:
During service the manufacturers field service engineer (fse) replaced the gas delivery system (gds) but reported it had no impact on the reportable event. Factory analysis of the returned gds revealed a capacitor failure on the oxygen flow sensor. The failure caused a short of the 12volt signal which resulted in the reported power issue. There was no failure identified with the other returned parts.